Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced urinary retention, chronic dysuria, bladder outlet obstruction and dyspareunia. An excision of the mesh, urethrolysis and cystoscopy were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.